Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed.   Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve into a severely calcified bicuspid native annulus, upon release the valve dislodged. The valve was snared to the ascending aorta and a second valve was implanted valve-in-valve. No additional adverse patient effects were reported.